Event description:
The info provided to sjm indicated an unk angio-seal sts plus was deployed following a pre-deployment angiogram. The vessel was approximately 10mm in diameter. Manual compression was required following deployment. Three days later, the pt experienced leg pain and swelling at the puncture site. The pt was discharged but returned the next day with pain and inflammation at the puncture site six days following deployment, the pt was readmitted for suspected venous thrombosis. The angio-seal was surgically removed nine days following deployment. No surgically removed nine days following deployment. No thrombosis was found intraoperatively. The pt remained hospitalized thirteen days following deployment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension.